Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet avx catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range of 9.735 kpsi. During functional testing no errors or priming issues were observed, the device ran as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages.

Event description:
It was reported that the procedure was cancelled. The target location was located in the radial avf. An angiojet avx was selected for use in a thrombectomy procedure. During procedure, there was a system error, however the procedure was not completed due to another reason. No patient complications were reported, and the patient's status was stable.

Event description:
It was reported that the procedure was cancelled. The target location was located in the radial artery. An angiojet avx was selected for use in a thrombectomy procedure. During procedure, a system error occurred. Due to this event, procedure was not completed. No patient complications were reported, and the patient's status was stable.